Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins did not last long enough. The patient stated it lasted for a year before depleting. The patient also reported that it showed on her machine that the battery was depleted and the patient saw a call your doctor screen. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and lumbar radiculopathy.